Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, samples were misidentified. There were also issues with panels aborting. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, samples were misidentified. There were also issues with panels aborting. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer alleged that the instrument aborted gram-positive panels and reported other microorganisms something other than what they are. The customer reported that a chromogenic medium and mannitol salt agar produced a yellow colony for s. Aureus, but the instrument did not identify it. The customer used manual techniques to confirm results. Remote assistance was provided to the customer. It was communicated with service that aborted panels were a result of lower than recommended concentrations being used by laboratory staff. After review of equipment and procedures, recommendations were made, and no further issues were noted with the instrument. This is an unconfirmed failure of a bd product. The root cause of the failure was customer-induced error. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and found one previous complaint for misidentification of results. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.